Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to requirement of MRI compatible implant. It is unknown if there are plans to re-implant the patient as of the date of this report.